Event description:
In 2009, the patient reported in the past he has seen air bubbles in the cartridge of his insulin infusion device and as a result had elevated blood glucose readings in the 400-600 mg/dl range. His target range is 150-200 mg/dl. Symptoms were feeling like a "mac truck ran over me." The patient stated he has never changed the adapter on his device and it is over 1 year old. He was advised of the risks of using products out of specification, including air bubbles and occlusions. The patient did not require assistance from a healthcare professional or second party to address the issue. The cartridge was not available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.